Event description:
Patient presented back to the physician with continued pain at the chest incision site. Physician administered a pain injection to address the pain.

Event description:
Patient presented to the physician with severe pain and keloid scar at the chest incision site. Physician administered steroid injections into the chest incision site.